Manufacturer narrative:
Thermogard xp ivtm system (s/n# (B)(4)) was evaluated at the customer site. Evaluation of the console could not confirm the reported complaint. The reported issue was due to user error. The console was set to standby mode during servicing which disabled the pre-cool mode. The console is working as intended for use and was placed back to service. During functional testing, a slew rate test was performed and the unit passed the test without any issues. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system s/n: (B)(4).

Event description:
During servicing, the demo theromgard system (sn: (B)(4)) was not cooling. No patient was involved.